Event description:
A fail code 570. Information was not provided regarding whether or not the failure occurred during an infusion. The hosp rep did not have info regarding whether there have been any reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
A request for the return of the device has been made.